Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported the needle of the infusion set headset was too long and blood glucose elevated to 480 mg/dl. The patient used 3 infusion sets from different lot numbers. The patient's normal blood glucose range is 120-140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.